Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous shunt. A 6.0 x 40 mm mustang balloon catheter was advanced to the target lesion. The balloon was inflated the first time to 20 atms, second to sixth at 24 atms, and seventh to 25 atms; however, upon the eighth inflation, the balloon ruptured at 25 atms also. The device was successfully removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of the event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous shunt. A 6.0 x 40mm mustang balloon catheter was advanced to the target lesion. The balloon was inflated the first time to 20atms, second to sixth at 24atms, and seventh to 25atms; however, upon the eighth inflation, the balloon ruptured at 25atms also. The device was successfully removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found that a complete balloon circumferential tear had occurred in the balloon material. The tear was located at 2.3cm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and of the markerbands, found no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the balloon was inflated above its rated burst pressure. (B)(4).